Event description:
It was reported that approximately 7 weeks post implantation, the patient underwent a revision due to ceramic hip liner fracture. Due diligence is in progress for this complaint; no further additional information has been received at the time of this report.

Manufacturer narrative:
(B)(4). D10 - associated medical devices: delta ceramic fem hd 36/+3mm; item# 650-0662; lot# 3172876. Taperloc bm/pc lat 15.0x150 t1 m t1; item# 11-103208bm; lot# 6960025. Exc abt std shell ha/pc 062mm m; item# 125262ha; lot# 3374329. G2 - foreign: united kingdom. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, d4, d9, g1-2, g3, g4, g6, h2, h3, h6, h11. The following sections were corrected: g1-2. D4 - this product is sold outside the us and therefore no gudid information exists. This device is considered similar to (B)(4). G4 - the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is k190660. An unbroken ceramic femoral head, one large, four small and eleven very small fragments of a ceramic liner were returned to the manufacturer, ceramtec, for investigation and is summarised below. The investigation identified that the density of the liner complies with the material specification. The microstructure meets the requirements specified at the time of production and there is no indication of any pre-existing material defect. Unequally distributed primary metal transfer on the ceramic head taper indicates that the interface had been disturbed during the assembly of the head and metal femoral stem taper. In addition, no primary regular metal transfer can be found on the liner. This could indicate insufficient or misaligned fixation of the ceramic liner in the metal cup. Further, due to secondary damage and missing fragments, the primary fracture surface of the liner and the fracture origin cannot be identified. A review of the device manufacturing records of the ceramic liner confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Based on the available information, a definitive root cause could not be determined. However, a potentially misaligned position of the liner may have resulted in localized increases in mechanical stress, which appears to be the most plausible contributing factor to the liner fracture. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.